Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding the harmonic ace being unable to rotate. Tse guided the customer to reseat the harmonic ace and the sterile adapter. The customer noted that the reported complaint remained. Tse instructed the customer to power cycle the da vinci system when it was convenient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue and found no errors in the system logs. Fse exchanged patient side manipulator (psm) 1 with psm 3. Sine cycle test passed. System was tested and verified as ready for use.